Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of "the mitral valve leaflets appear rheumatic" has been changed to "there is partial rupture of the posteromedial papillary muscle." Rheumatic heart disease is the most serious sequelae of rheumatic fever occurring in approximately 30% of rheumatic fever patients. Patients with acute rheumatic fever may develop varying degrees of pancarditis with associated valve disease, heart failure, and pericarditis. In this issue, the intent of the original sentence is to describe the mv leaflets as having the appearance of a patient with a history of rheumatic fever and suggesting the possibility of rheumatic heart disease. The changed sentence has a very different clinical meaning indicating the presence of a partial posteromedial papillary muscle rupture. This could result in the overestimation of disease and inappropriate treatment. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).